Event description:
It was reported that the pt had erratic stimulation. The leads had possible fracture. The leads were removed and replaced by new leads.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.